Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified antibiotics. At the time of this report the patient was not recovered and pd therapy was ongoing. No additional information is available as the reporter declined follow up.